Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp4a.251205.006. Hardware: pixel 7. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod on the abdomen between 24 and 36 hours. The pod was leaking insulin. Symptoms reported include nausea and vomiting. The patient was treated with insulin drip. The patient was discharged on the same day. A new pod was applied.